Manufacturer narrative:
A field service engineer performed an on-site inspection of the iolmaster. This was the first site inspection. The instrument was found to be out of specification for several parameters including motor speed, keratometer spot size and laser power, however, these parameters did not affect the iol calculation; this was confirmed by measurements using the test eye. After cleaning, adjustment and calibration, the instrument was determined to be working within specifications. There are several factors under the healthcare provider's control that may have contributed to the outcome. The pre-surgical iolmaster test report had the following warning: "the al readings should be checked for plausibility, as there might be pathological changes". The power of the implanted iol differed from the calculated power for the same lens in the test report. A puff tonometer measurement was performed prior to the iolmaster measurement; it is known that applied pressure may leave the cornea temporarily deformed. The patient had known corneal edema. The patient's best corrected visual acuity (bcva), measured on day one following the first implantation, was 20/200; their bcva was 20/100 following re-implantation. The patient's eyes were dilated with drops; eye drops may lead to incorrect corneal curvature measurements. Note: the site contact is the same as the initial reporter.

Event description:
After undergoing surgery to implant an intraocular lens, the patient's postoperative refractive outcome was +2.75 diopters. The patient underwent a second surgery to improve the postoperative outcome.